Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a message to replace the sensor occurred. The sensor was inserted into the arm on (B)(6) 2022. On the same day the sensor was inserted, the patient lost consciousness. The cgm was displaying the following message, "sensor needs to be reset"; however, they could not recall the exact message. The receiver did not alarm nor alert. The patient's spouse called an ambulance and the patient was transported to the hospital. It is unknown if the patient's blood glucose was checked while in the ambulance. It was reported that the patient was still at the hospital during the time of the report on (B)(6) 2022. The patient's spouse mentioned that the patient was going to be kept overnight as his blood glucose value on the bg meter at the hospital was 39 mg/dl. Additionally, the reporter stated that when checking the trend graph, prior to noticing the error message on the cgm, the graph showed that the patient's blood sugar was low. Data was evaluated. Data investigation confirmed the allegation of a message to replace the sensor on (B)(6) 2022. The probable cause was determined to be low counts aberration. No additional patient or event information is available.